Manufacturer narrative:
E2: health professional ¿ (blank) and e3: occupation ¿ no information provided. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on the lens of the main unit, water immersion in the main unit's image capture, water damage to the camera cable, o-ring on the main unit was detached and the video connector was cracked. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause not established. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had broken coating. There were no reports of patient harm.